Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that there was bleeding after stapling the upper lobe artery with a atw35 instrument (not sure of amount). The surgeon put some overstitches to stop the bleeding.